Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user that if a bag becomes disconnected during your therapy, follow the end therapy early procedure. Users are not instructed to disconnect bags anytime during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill four of five on a homechoice (hc) machine, it was reported that the home patient (hp) had disconnected a supply bag while connected to the hc. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.